Event description:
On (B)(6) 2014, the lay user/patient in (B)(4) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. On (B)(6) 2014, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2013 at approximately 12:00 pm, the patient was experiencing the symptoms of feeling faint and stiffness in his limbs, and he went to bed. Earlier that day, the patient had eaten no meals, and had taken his usual dose of lantus insulin 14.0 units. The patient also had not tested his blood glucose level earlier that day. The patient tests his blood glucose level only two to three times per week. His expected readings range from 140 mg/dl to 220 mg/dl. At 5:00 pm, while the patient was symptomatic and unconscious, the patient¿s nurse obtained the blood glucose reading of 110 mg/dl on the reported meter. The nurse contacted emergency services; she reportedly was unable provide the patient any treatment. Paramedics arrived at 5:40 pm but did not test the patient¿s blood glucose level or provide any treatment. The patient was transported to the hospital, where, at 5:45 pm, his blood glucose level was tested to be 30 mg/dl. The patient was treated with unspecified intravenous fluids and food and drink. The patient was not admitted to the hospital. The patient manages his diabetes with the set dose of lantus insulin 14.0 units per day. The tsr confirmed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not use the meter prior to the event and thus had not taken any actions based on meter readings, the patient used the meter infrequently to test his blood glucose level and the patient¿s symptoms began prior to the meter reading of 110 mg/dl. However, as the result of 110 mg/dl did not correlate with the patient¿s symptoms or treatment, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.